Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the malfunction. The se replaced the outlet filter, which resolved the issue. The ventilator passed self-testing.

Manufacturer narrative:
Covidien reference:(B)(4). The evaluation and repair of the device is yet to be completed.

Event description:
Report received that the ventilator was inoperable. The ventilator was not on a patient at the time of the event.